Event description:
It was reported that the pump time was incorrect, customer did not attribute incorrect time to a pump malfunction. The customer experienced a low blood glucose (bg) level of 24 mg/dl. The customer consumed carbohydrates to address bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.